Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery (lcx). A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon was unable to cross the lesion and subsequently ruptured. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.